Event description:
Boston scientific received information that this device was attempted to be implanted. Prior to the set screw being tightened, the right atrial (ra) morphology was very large. Once the set screw was tightened and placed in the pocket, the morphology was noticeably smaller. The physician disconnected and reconnected the device and lead and achieved the same results. The device was ultimately never successfully implanted. A second device was implanted, with the same observations. Additionally, noise on the ra lead was observed when the lead was moved in the header. The second device remains actively implanted, achieving measurements within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.